Event description:
It was reported "a team complained that they have no resistance feeling with the syringes. Some of them have committed puncture dura mater breaches because of this." A blood patch was applied to resolve the issue. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). The full UDI number is not available as complainant did not report a lot number. Complaint verification testing could not be performed as no sample was provided for analysis. A device history record review could not be performed as no lot number was provided by the customer. Therefore, the potential cause of this complaint could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "a team complained that they have no resistance feeling with the syringes. Some of them have committed puncture dura mater breaches because of this." A blood patch was applied to resolve the issue. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).